Event description:
It was reported that shaft break occurred. A 8 x 2.25 promus elite mr drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt when pushed multiple times and the shaft was fractured. The device was pulled out with no issues and the procedure was completed with another device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event - over 18 years. Initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. A 8 x 2.25mm promus elite mr drug eluting stent was advanced for treatment but it failed to cross the lesion after the doctor tried to push multiple times. However, it was found that the stent fractured at the shaft of the stent. There were no adverse effects and the stent and shaft was pulled out with no issues. There were no patient complications reported.

Manufacturer narrative:
A2: age at time of event - over 18 years e1 initial reporter address 1: (B)(6). Device evaluated by MFR. : promus elite us mr 8 x 2.25mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 24.5cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.